Event description:
It was reported that during a total laparoscopic hysterectomy procedure the newly opened disposable was used for around 3 minutes; and error code occurred when cutting ovarian ligament. The device was taken out of patient immediately and the surgeon found that the electrode on the jaw detected. No patient consequences were reported. One device will be returning.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the electrode missing not returned. The ceramic was cracked but is still bonded to the lower jaw. Visual inspection under magnification was performed and evidence of active rod was noted. Testing found a short on the device when the jaws are fully or partially closed, causing a replace light to illuminate. The active rod touch the jaws when they are closed, the active rod to jaw contact creates an electrical short preventing rf power delivery from the generator resulting in the replace light illuminating on the rf60.